Manufacturer narrative:
A ge service rep performed an on site investigation. The drive motor and gas spring was replaced during the service call.

Event description:
It was reported that the stenoscope system arm would not move up or down. No pt injury was reported.